Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment/s that the programmer screen kept freezing, had a slow response and slow printing. The parsing file was checked and no sluggish performance was found. Reconfigured the hard drive and reloaded software as preventative. The programmer then passed functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen kept freezing, had a slow response as well as slow printing. The programmer has been returned for service. No patient complications have been reported as a result of this event.